Event description:
According to the reporter, during procedure, the patient was intubated with a size 7.5 ett, the cuff would not stay inflated so the tube was removed. The provider prepared to intubate again and the respiratory therapist (rt) checked the next 7.5 ett prior to intubation. After noticing 2 of the 7.5 etts had defective cuffs it was then discovered that many of the brand new 7.5 ett tubes in the airway cart as well as stock room were defective as well. The respiratory therapist (rt) pulled them and tested them. The charge nurse reported that they could visually see a difference in the cuff appearance through the packaging and when they opened these packages, they were defective.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.